Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that antibiotic treatment was discontinued and the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.